Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed leakage current test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the previous medwatch report. Please reference section h6 (component code, investigation findings, and investigation conclusions). Evalution: the device was returned to zoll medical corporation. The customer's report was duplicated and attributed to faulty ECG top shields on the analog board. The shields were replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The device was returned to zoll medical canada for evaluation and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The analog board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.